Manufacturer narrative:
The reported complaint of difficulty removing the ventricular lead from the device header due to a setscrew issue was confirmed. Analysis of the device header identified calcified blood in the ventricular (v)-setscrew inset. The calcified blood was limiting wrench insertion and preventing the wrench from engaging the setscrew inset walls which is necessary to untighten the setscrew. The calcified blood was removed from the setscrew inset. A wrench could then be inserted into the inset and the setscrew untightened. The lead could now be removed from the device. The blood most likely came through damage to the septum in the form of a hole punched through it.

Event description:
During a procedure, the set screw was unable to be loosened from the header. The device was explanted and replaced to resolve the event and the patient was stable.